Event description:
It was reported that during a da vinci si nissen fundoplication procedure the housing of the harmonic ace curved shears instrument would not hold the insert accessory, allowing the insert to break and fall into the patient. The broken piece was retrieved. The same issue occurred with two additional inserts used with the same instrument. All broken pieces were retrieved and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported. Mdrs 2955842-2012-00194, and 295842-2012-00192 were submitted for the first and second insert breakages.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed a .050 x .025 piece of the teflon pad broken off at the distal tip. The broken piece was not returned. The curved blade was not damaged. No other damage was found. The damage is likely the result of mishandling/misuse. The da vinci harmonic ace curved shears instructions for use specifically states: general precautions and warnings: avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. The harmonic ace curved shears instrument was also returned and evaluated. The reported failure could not be confirmed. Visual inspection shows all backend components are intact. A fit check with the returned insert and a known good insert passed. Instrument was installed on in-house system with the same insert and engagement and driving of insert was successful with no issues encountered. No physical damage was found on the instrument.

Manufacturer narrative:
A correction is required to patient identifier, previously it was referenced as (B)(6), it should be referenced as (B)(6). This was originally submitted on MFR report 2955842-2012-00193.